Event description:
An interstim neurostimultor system was explanted due to infection. No further information was provided by the hcp despite numerous attempts. It was reported that a new system is scheduled to be implanted in the near future.